Event description:
It was reported that the 9400 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system could not be repaired and parts are no longer available. A f/u report will be filed when add'l details become available.